Event description:
(B)(4). It was reported that post percutaneous coronary intervention, the patient experienced st elevation myocardial infarction and side branch event. In (B)(6) 2013 the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the distal left circumflex with 80% stenosis, a length of 9 mm, and reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. On the same day, the baseline core lab angiography result revealed 0% side branch stenosis at 3rd obtuse marginal (om). Post procedure angiography revealed 20% 'branch percent stenosis' in third obtuse marginal. Follow up core lab angiography result on the same day revealed 75% side branch stenosis. The patient was discharged 1 day later on dual antiplatelet therapy. The patient developed myocardial infarction 7 days post index procedure. Cardiac enzymes were noted to be elevated consistent with protocol definition of spontaneous mi (peak ck-mb: 195.0 ng/ml , uln: 8.9 ng/ml; peak troponin I: 4.51 ng/ml, uln: 0.01). No action taken regarding the same. Coronary angiography revealed a dominant; 100% 14 mm long thrombotic, hazy, culprit, bifurcated lesion with timi ii in 1st om. Existing stent in distal lcx. The 100% stenosis in 1st om was treated with a placement of 2.5 x 18 mm non-bsc coronary bare metal stent. Following residual stenosis was 0%. The patient was discharged 1 day later on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, abnormal stress test or imaging stress test indicated ischemia prior to procedure. The previously reported 75% side branch stenosis was noted 7 days later, not the same day as previously reported. At the time of the event, the patient experienced cardiac arrest at home. The patient developed vt that degenerated to ventricular fibrillation. Ems treated the patient with defibrillation and was brought to emergency department. On the same day, the patient was hospitalized and underwent for cardiac catheterization. Post intervention the residual stenosis was 0% with timi iii flow. Three days later, not the following day as previously reported, the patient was discharged on dual antiplatelet therapy.